Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached inside of the pt at 10,000 joules. Per the customer, the fiber cap was not retrieved. Add'l info reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, there were no observations leading up to the event and there were no error codes displayed on the console when the event occurred. The user did not experience any injury from the use of the sys.